Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating system cutter did not work during surgery. An alternate operating system was obtained in order to complete the procedure. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming l5 vitrectomy cable was replaced to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming l5 vitrectomy cable. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).